Event description:
It was reported that a large volume intermate had particulate matter inside the devices ¿balloon.¿ the device contained caspofungin. The particulate matter was identified prior to the use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 4, 2014 - august 5, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual inspection noted white particles, ranging between 0.93 and 1.57 mm in length, floating in the fluid of the reservoir. The reported condition was verified. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.